Event description:
It was reported by the patient that the lead was replaced because the 'lead went bad'. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found; full lead was returned for analysis. It was reported by the patient that the lead was replaced because the 'lead went bad'. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated defective device.